Manufacturer narrative:
(B)(6) (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009, patient underwent following procedure: 1. L3-4, l4-5 bilateral laminotomies, 2. Posterior lateral arthrodesis l2-3, l3-4 , l4-5, 3. Placement of intraspinous process device l2-3, l3-4; for a pre-op diagnosis of: 1. Severe neurogenic claudication, 2. Lumbar spinal stenosis, 3. Low back pain including severe degenerative disc disease. Per-op notes: a midline incision was made and under loupe magnification and headlamp subperiosteal exposure was performed from l2 to l5. Laminotomy was performed on the left side at l4-5. The hypertrophic ligamentum falvum was identified and removed form central canal as well as lateral recess. Same technique was used on right at l4-5 and bilaterally on l3-4. An ipd was placed at l2-3. Size 8 device was chosen and placed. There was no fracture or dislodgement. Ipd was not placed at l4-5 as surgeon had removed too much of the spinolaminar junction and as a result dilators were approaching dorsal canal too much. The wound was irrigated followed by decortication of the facets and lateral aspect of the facets. Local autograft and bmp was placed bilaterally atop the facets and slightly lateral to the facets. No complications were reported during the procedure. On (B)(6) 2009, patient underwent following procedure: 1. Revision bilateral laminotomies, l4-5, 2. Right l5-s1 laminotomy, to include complete facetectomy, 3. Bilateral l3-4 laminotomies, 4. Posterolateral arthrodesis, l3 to s1, 5. Posterior segmental instrumentation, l3 to s1, 6. Use of bmp; for a pre-op diagnosis of: 1. Right lower extremity radiculopathy, foot drop, 2. History of interspinous device placement. Per-op notes: levels were confirmed and intraspinous device was removed from l3-4 and l4-5. Complete facetectomy was performed at l5-s1 to expose canal. Midline laminectomy was performed and decompression was achieved at s1 nerve root and l5 nerve root in their entirity. There was significant tightness around l5 nerve root. L5 nerve root was intact, but had significant osteophytosis compressing upon it prior to facetectomy. Revision laminotomies were performed at l4-5 bilaterally. L4 nerve root was decompressed. Bilateral laminotomies were performed at l3-4. Wound was copously irrigated, transverse process decorticated from l3- s1 and local autograft and bmp were placed. No complications were reported during the procedure.